Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-01287. Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the leads were explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-01287. It was reported the patient experienced uncomfortable stimulation. A sjm representative was unable to resolve the issue with reprogramming. X-rays revealed the leads were migrated. Surgical intervention will be taken at a later date to address the issue.